Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lump/nodule: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Deformation: no observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported "to feel a discomfort on breast region¿ and "patient also reported that on recent exam it was observed a rupture of left implant, with small extracapsular leakage. " and "irregular contours " this is for the left side device. The device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "to feel a discomfort on breast region¿ and "patient also reported that on recent exam it was observed a rupture of left implant, with small extracapsular leakage. " this is for the left side device. The device remains implanted.